Event description:
The flotrac package was opened to connect the tubing to saline to flush and prepare to put on the patient. The rn was confirming all connections were secure and noticed an extra piece of tubing not connected to anything. Upon further investigation, the rn recognized the tubing was to be supposed to be connected to the cvp transducer. The rn examined the end of the tubing to see if it slipped out of the connection but it had not. The tubing did not make it to the patient. It was removed from the patient area and a new set of tubing was obtained. The tubing did not reach the patient but the disconnection produced potential harm. The manufacturer's quality department has contacted the hospital to have the device shipped back for evaluation.